Event description:
It was reported via repair work order that the cot was missing the shoulder harness which would not allow for proper securing of a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.